Event description:
It was reported that occlusion alarms occurred. Ultimately, the customer reverted to an alternate method of insulin therapy. The customer¿s blood glucose (bg) level was 398 mg/dl with ketones. Reportedly, the customer went to the emergency room and was admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin. There was no permanent damage to the customer. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.